Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a mildy calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.